Event description:
It was reported that a clearlink system solution set was difficult to prime. This occurred during priming. There was patient involvement, but no report of patient injury, adverse event, or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.